Event description:
Material#: 324910. Material description: syringe 0.3ml 31ga 6mm halfunit 10bag. Material lot#: 4044029. Complaint description: the date above is random. This problem has been going on for months. I use b-d syringes for insulin. I use the smallest syringes b-d produces (bd veo 1/2 unit, 3/10ml, 6mm, 31g), because they are designed to measure and deliver as little as 0.5 units. Because I take a small amount of insulin each time, these syringes are essential for me. I have discovered a serious error with these syringes: the first line on the syringe should be closest to where the insulin exits. When pushing the plunger to this line, it automatically stops at this line, and all the insulin has come out. Unfortunately, this line is not always at the bottom of the syringe reservoir. In fact, examining the syringe when filled and depressing the plunger to the line, I see that there is an extra 0.5 units or so of insulin still remaining in the syringe! I know this is the case, because I can continue to depress the plunger and watch the insulin exit the syringe. This particular batch is: lot: 4044029; 024-04-01; 2029-03-31; (B)(4); (B)(4); upc 3 82904 91001 3. Of course, I cannot use such a wildly inaccurate syringe. Half a unit of insulin beyond what I need will send my blood sugar very low, and of course that would cause serious trouble for me. I believe the incorrectly manufactured b-d's 1/2 unit veo syringes should be immediately recalled. I called (B)(6) about this problem months ago. They sent me a coupon for a free box of syringes (to replace the ones I had to discard) as well as material to mail them back the defective syringes and a non-defective syringe. I did not hear back from them. Now I am writing to ask you for help. This is a serious issue that b-d is simply not addressing. I do not want to continue throwing away improperly marked syringes. Unfortunately, no other company manufactures syringes like these. I am attaching photos so that you can see what I am talking about.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.